Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a bc190-05 flexitrunk nasal tubing was broken and resulted in leak during use. There was no reported patient consequence.